Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the architect c8000 processing module. The following data was provided: (B)(6) 2022 sid (B)(6) initial sodium result was 162 mg/l, repeated 140 mg/l (normal range 136 to 145 mg/l) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and observed the washer nozzles were obstructed. The fsr determined the nozzle, #2 & #3, wash solution (rohs) and the nozzle, #2, #3, wash solution (rohs) the causes of the issue and replaced the parts. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.